Event description:
It was reported that a user experienced difficulty pairing a dexcom g7 sensor with the system, resulting in intermittent communication failure and an inability to obtain glucose readings until the data resumed without further troubleshooting, consistent with a pairing failure where the responsible device was not identified and potentially involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with relevant device components including electrical and magnetic elements and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.